Manufacturer narrative:
The field service engineer found broken sipper washers and loose screws. He fixed the sipper washers and screws and reconnected the tubing. He performed ise checks and qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for two patients tested on a cobas 8000 cobas ise module. For patient 1, the initial results were not reported outside the laboratory. The customer performed repeat testing with the patient's sample. At 09:37, the patient's initial results were na 105.6 mmol/l, k 3.67 mmol/l, and cl 157.9 mmol/l. At 09:56, the patient's first repeat results were na 140.7 mmol/l, k 5.06 mmol/l, and cl 106.3 mmol/l. At 12:45, the patient's second repeat results were na 141.4 mmol/l and cl 106.6 mmol/l. The customer reported the following results outside the laboratory: na 141 mmol/l, cl 106 mmol/l, and k 5.1 mmol/l. For patient 2, the initial na result was reported outside the laboratory. The customer performed repeat testing with the patient's sample. At 09:28, the patient's initial na result was 130.7 mmol/l. At 10:05, the patient's first repeat na result was 135.8 mmol/l. At 10:17, the patient's second repeat na result was 135.7 mmol/l. The customer reported the na result of 136 mmol/l outside the laboratory. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.